Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: patient presented with preoperative diagnosis of severe multilevel cervical spondylosis and spinal stenosis, cervical myeloradiculopathy, chronic tobaccoism and underwent c3 through c7 open door laminoplasty, bilateral c7-t1,t1-2 and t2-3 laminotomies for palpation of the t1 through t3 pedicles, segmental fixation from c2 to t3 with spinal fixation devices bypassing the c7 level bilaterally, posterior cervical-thoracic fusion from c2 to t3 with rhbmp-2 bone graft plus allograft, cancellous bone graft, placement of right subclavian central venous line. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.